Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of over 600 mg/dl. Customer changed the site on the insulin pump to see if it was a bad spot before going to the emergency room. Customer reported symptoms of blurred vision and dry mouth. Customer has treated with a bolus. Air bubbles were noted in the tubing. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined any further assistance and stated that she was going to the hospital. No further information reported.